Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered a bolus and forgot to eat. The customer's blood glucose (bg) dropped to 40 mg/dl and a glucagon injection was administered by an emergency technician (emt). Tandem technical support advised the customer to discuss the event with a healthcare provider.